Manufacturer narrative:
(B)(4). Batch # p92x4y. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. However, when the device was disassembled and it was found that there was a cracked internal component. It could not be determined what may have caused the reported incident of the device stopped working. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, the device stopped working. The representative was not present. No patient consequence reported.